Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse found that the preamplifier for rf current was defective. The fse replaced the preamplifier, resolving the failing controls and conductivity. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported the latron controls on the coulter lh 750 hematology analyzer were failing. The customer also stated that conductivity measurements were high. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.